Event description:
It was reported that crystallization in the exhalation valve in expiratory cassette from nebulization caused the ventilator alarm for low expiratory tidal volume. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. It was reported that residue in the expiratory cassette caused the tidal volume to be lower. H3 other text : 4114.

Event description:
Manufacturers ref #: (B)(4).